Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump bolus did not take into account the blood glucose (bg) and carbohydrates when recommending a bolus calculation. Blood glucose level was 215 mg/dl. Review of the pump data logs by tandem technical support verified that the customer inadvertently declined the bolus correction when delivering the bolus. The customer acknowledged that the pump was functioning as intended.